Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and a loss of pacing was observed on the device. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.